Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the longevity remaining for this device has been steadily decreasing and this caller expressed concern regarding rapid battery depletion. A boston scientific engineer performed a download of the device data. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year and the power consumption is expected to continue to increase. The caller was informed that there is sufficient battery capacity to support therapy for ninety days assuming that the behavior remains unchanged. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.